Manufacturer narrative:
The aquabeam robotic system is a reusable device; therefore, it is still currently in possession of the user facility. The investigation of this event consisted of a review of the device history record (DHR), and labeling. A review of the device history record (DHR) ab2000-b / serial number (B)(6) was conducted, which confirmed that there were no non-conformances, failures, discrepancies, or missed steps during the manufacturing process that could be related to the reported event. The review indicated that the system met all design and manufacturing specifications when released for distribution. The aquabeam robotic system instructions for use (IFU), ifu0101-00, rev. E, was reviewed and states the following: 4.3. Warnings: procedure as with any surgical urologic procedure, potential perioperative risks of the aquablation procedure include: o embolism a root cause for the reported event could not be determined. It was reported that once the patient's vitals were stabilized, a turp loop was used to finish hemostasis. The treating physician do not suspect that the issue is related to the device and that anesthesiologist stated that the patient likely came in with the clot.the aquabeam robotic system instructions for use embolism as a potential risk of the aquablation procedure. No further information was able to be obtained on this event. Based on the event details plus a review of the DHR, and IFU the event is considered not to be device-related. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A male patient underwent an aquablation procedure for symptomatic benign prostatic hyperplasia (bph). Procept biorobotics corporation (procept) was made aware that the patient developed a pulmonary embolism (pe) post aquablation procedure but prior to the initiation of hemostasis. Once the patient's vital signs were stabilized, the surgeon utilized a turp loop to complete hemostasis. The patient was intubated and taken to the intensive care unit. The pe was reported to have no association with the aquabeam robotic system. The patient was later reported to have been extubated and alert. No malfunction of the aquabeam robotic system was reported during the aquablation procedure.

Manufacturer narrative:
Root cause of reported event has not yet been established. Investigation by manufacturer is currently in-process. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.